Event description:
The patient reported that the up arrow, down arrow, and ok keypad buttons require multiple presses to obtain a response. She confirmed that the rubber keypad is intact, but feels loose. The patient denied exposing the pump to water, and stated that she wears the pump in her bra.

Manufacturer narrative:
Follow-up # 1 date of submission 06/15/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 05/19/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons require excessive force to obtain a response. It was observed that all keypad buttons do not spring back when pressed. The up arrow and down arrow button key contacts were found to be misaligned. There was evidence of keypad adhesive found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.